Event description:
Territory business manager advised, on the inside the tire where the holes inside of the spoke are, there is a strip that should block the holes. The strip that blocks the holes falls to the side all the time and tire goes flat.